Event description:
It was reported that a spectrum pump alarmed door not fully latched during an infusion in biomedical testing. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched, caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.